Event description:
It was reported that (6) devices were used during a laparoscopic gall bladder. It was reported by the affiliate that the 512s gaskets were torn. There was no consequence to the patient. This is part of six other devices collected by the hospital (77866).